Event description:
It was reported that the patient received a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported heart transplant could not be conclusively determined through this evaluation. The account reported that the patient underwent a heart transplant on (B)(6) 2020. A cause for the patient¿s transplant was not reported. Multiple requests for additional information were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. The current revision of the heartmate 3 left ventricular assist system instructions for use, rev. C, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.